Event description:
It was reported "balloon did not fully inflate". This was reported as being prior to use. No patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of iab catheter damaged is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "balloon did not fully inflate". This was reported as being prior to use. No patient involvement.